Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a suspected low voltage fracture of the rv lead.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing by the right ventricular lead. A review of implant records indicates that a new pace-sense lead was implanted and the defibrillation portion of the lead is still-in-use. No patient complications were reported as a result of this event.